Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery pins are damaged. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer requested that the device be returned to bench for evaluation. As of (B)(6) 2018, the customer did not return the device to the bench. Device evaluation data is not available.